Event description:
Spontaneous call from patient stating, he had a faulty cassette last night lot number 4334153. Patient had to make a new mix. No side effects, injuries. Patient stated pump kept beeping until she made a new mix. Reviewed with patient that she has an order ship to arrive tomorrow. Advised patient to call pharmacy back if that happened again. Patient voiced understanding and had no other question concerns. No additional information, details, or dates available. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate & volume delivered are unknown. Position of the pump when alarm occurred is unknown. Serial number is not known as patient did not provide at this time. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes was any medical intervention provided? Is the actual cassette available for investigation? Yes. Did we replace the cassette? Yes. Did the patient have additional cassettes they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. If no, what was the patient instructed to do in able to continue their infusion? Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Yes. Ongoing? Reported to (B)(6) by: patient/caregiver.